Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had replace battery now alarm. Customer's blood glucose value was 13.8 mmol/l at the time of the incident. The customer was assisted with troubleshooting. Customer also changed battery cap but issue was still occurring. The customer stated that this was the second occurrence of replace battery now alarm. The customer stated that they did not receive a low battery alert prior to the replace battery alert or replace battery now alarm. Customer states the battery cap was not loose, cracked or damaged. The device will return for analysis.

Manufacturer narrative:
No unexpected battery power loss alarm or replace battery now alarm noted during testing. Device passed the displacement test, self test, sleep current measurement and active current measurement.